Event description:
It was reported that during removal of the mandrel from the catheter resistance was noted. After the catheter was prepped for use, it could not be advanced on the guide wire. The guide wire was removed and the tip of the catheter was noted to have separated.